Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that customer discovered, the cardiosave intra-aortic balloon pump (iabp) units battery does not charge. The equipment indicated that it was connected to ac power, but was not charging the batteries. The unit was reported to be in hybrid mode and in the cart, so it should charge. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the error. The batteries were at 100% when checked, and the battery passed all functional and safety tests.